Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the stapler did not fire well; there was poor staple formation and unanticipated tissue damage and loss. Another stapler was used to staple over the previous staple line without problem.